Event description:
Reporter indicated a vns pt had a large seizure in (B)(6) 2010 that required hospitalization. The pt has been doing well since that time with his seizures. Attempts for further info have been unsuccessful to date.